Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly, no anomalies were found. In addition no issues were detected related to high straps at the moment to perform the fire testing. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent an inguinal herniorrhaphy - unilateral by videolaparoscopy procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that the staples that ran did not adhere to the tissue. It was reported that another brand stapler had to be used and manual peritoneal suture was done. There was no need of re-operation to prevent or correct damage. There were no adverse patient consequences reported.